Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had catheter kinks ¿years ago¿ which may have required a replacement. This device system delivered lioresal. No further information was available at the time of the call. Additional information was requested to verify event details, patient symptoms, resolution, and patient outcome. Should additional information be received a supplemental report will be filed.